Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: (B)(4).

Event description:
It was reported that an unspecified bd needle leaked. The following information was provided by the initial reporter: "please allow me to introduce myself: my name is (B)(6) and I am a responsible person at (B)(6). I am responsible for the technical product complaints filed by uses of our national vaccine program. I have received a complaint about the orange (25g) eclipse needle, unsure about the product and the batch number is unknown. By this email I want to notify you. By working with the needle it was noted that the vaccine did not leave the needle at the tip of it, rather at the base of the needle. The needle was send to us and I confirmed this complaint."

Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, material number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd needle leaked. The following information was provided by the initial reporter: "please allow me to introduce myself: my name is gwen van os and I am a responsible person at the national institute for public health and the environment of the netherlands. I am responsible for the technical product complaints filed by uses of our national vaccine program. I have received a complaint about the orange (25g) eclipse needle, unsure about the product and the batch number is unknown. By this email I want to notify you. By working with the needle it was noted that the vaccine did not leave the needle at the tip of it, rather at the base of the needle. The needle was send to us and I confirmed this complaint."